Event description:
Patient came to surgery for endometrial ablation. During procedure physician complained of possible equipment malfunction with the novasure advanced handpiece. We attempted to troubleshoot for solutions and physician decided to open an additional novasure advanced handpiece to complete the surgery. Doctor requested the first item be marked as malfunctioning and be removed from patient charge list. That item was placed in soiled utility and tagged with patient sticker. Inventory control was notified also. No apparent harm to patient. Item #: ns2013us. Lot #: 23j13rp. Manufacturer response for device, thermal ablation, endometrial, novasure (per site reporter). User facility emailed the manufacturer and have not heard back.